Event description:
A consumer implanted for chronic low back pain, degenerative disc disease, and spinal pain reported that on either (B)(6) 2016 they started having back spasms after driving to arizona, and the implantable neurostimulator (ins) wasn¿t helping the spasms. A request was made to find a physician in the area.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.